Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the system, and successfully duplicated the reported error. To address the issue, the engineer powered down the system, replaced the universal surgical manipulator (usm), and conducted all necessary tests and calibrations. After verifying that all tests and calibrations passed, the unit was confirmed to be functional and returned to service. The usm has been received for failure analysis. However, the evaluation has not been completed at the time of this report.

Event description:
It was reported that during docking to the patient, the system repeatedly faulted with an error for arm 4. The technical support engineer (tse) reviewed the logs and confirmed the repeated faults for arm 4. The tse guided the customer through two hard power cycles of the robot, but it faulted both times upon power up. During the second attempt, the tse instructed them to physically reposition the arm, yet it still faulted at power on. The tse suggested disabling arm 4, but the surgeon required all four arms for the procedure. The procedure was converted to open surgery after docking due to a non-recoverable error. The patient tolerated the conversion. There were no intra-operative complications. The reporter informed that the patient had issues with their prostate and was unable to void after the procedure.

Manufacturer narrative:
The universal surgical manipulator was received for failure analysis. The imu test passed on the pftp but yaw axis failed verify encoder calibration.